Event description:
(B)(6) and within the clinic and including multiple management they have been filtering devices to jude/ abbott. Of remotely interrogated devices, abbott have over 600 and bio tech 2 and the medtronic and boston less than 125. The numbers are more on in clinic although I have daily updates on remote. (B)(6) also has a private plane and is part owner in a couple other planes and he flies the doctors and is the only rep has access around the clinic. Now they have brought the kestra device in and are "doing" the same thing with (B)(6) long time coworker (B)(6). (B)(6) has a best friend (B)(6) and his wife (B)(6) and have taught them to do the same things in bossier. The head of cardiovascular surgery and the director sent a cease and desist on the kestr device and (B)(6) was caught sending orders within 24 hrs. Even the doctors could shut it down. I am over ep at the clinic and although I am supposed to have all access to patients in devices, kestra has blocked me with only access to 5. I can prove all of those were diverted to the np from the md. Multiple patients have had faulty batteries and wait for days for new ones to be delivered by mail. Patients have died being diverted I have reported all through the clinic and hr and compliance and have been told this has been going on for years. Please help. Ref report: mw5162918.